Event description:
It was reported that arteriotomy closure of the moderately tortuous right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 7f sheath prior to a endoprosthesis for aortic repair procedure. Reportedly, the knot did not capture the arterial wall with both devices. Hemostasis was achieved surgically. There was a clinically significant delay due to the access site hemorrhage and surgical intervention to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The cut portion of the suture, including the knot was not returned, therefore, the reported knot not capturing the arterial wall/failure to deploy suture could not be confirmed based on a visual inspection and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.